Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have damage to the conductor wire's insulation at the yaw pulley. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the force bipolar instrument stopped working. The cable was changed with no effect. The procedure was continued as planned with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: there were no signs of instrument arcing, smoking, sparking, melting, uncontrolled or non-intuitive movement, nor issues with cautery or energy delivery, so there was no immediate risk of patient harm from these factors. However, there was a functional failure related to instrument movement: the instrument stopped working in terms of grip opening/closing, left/right grip motion, and up/down wrist movement.